Event description:
A report was received that the patient was breaking out in red blotches. The patient's dermatologist prescribed zyrtec.

Event description:
A report was received that the patient was breaking out in red blotches. The patient's dermatologist prescribed zyrtec.

Event description:
A report was received that the patient was breaking out in red blotches. The patient's dermatologist prescribed zyrtec.

Manufacturer narrative:
Additional information was received that the patient elected to take no further action regarding her blotches and will not be following up with an allergist at this time.

Manufacturer narrative:
Additional information indicates that the patient's blotches are random and occur randomly with or without stimulation on. The physician does not believe zyrtec is helping the patient's conditions. The patient will be scheduling an appointment with an allergist.